Manufacturer narrative:
Concomitant medical products: triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# s7xly. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# s8t3m. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# ntrl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 1.5 yrs. The condyle, tray, insert, patella components were revised. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 3.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was confirmed through operative notes provided. Method and results: device evaluation and results: based on photographs provided, the bearing surface of the insert shows abrasive wear and light pitting consistent with in vivo use. The under surface shows damage consistent with explantation damage using a sharp implement. Medical records received and evaluation: infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. There is no evidence of device related factors. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: the medical review indicated that infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. There is no evidence of device related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 1.5 yrs. The condyle, tray, insert, patella components were revised. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 3.